Event description:
The patient stated that he observed an e6 (mechanical error) code displayed on his infusion device. He then put the infusion device in stop mode. While the infusion device was in stop mode, his blood glucose level rose to 400 mg/dl. He reported that his symptom associated with an elevated blood glucose level is that his "legs feel numb." The patient reported administering a bolus injection of insulin from a "pen" to decrease his elevated blood glucose level. During troubleshooting with a company representative, the power pack was replaced in the infusion device, which was then reset and the infusion set primed. At the conclusion of troubleshooting, the infusion device was functioning properly. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.